Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an untreated episode that appeared to be oversensing of noisy signals. The patient reported moving furniture at the time of the episode. Technical services (ts) recommended testing in office. Subsequently this s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported. Additional information was received, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had received inappropriate shocks to oversensing. This sicd system had the therapy turned off and a life vest was put on the patient. This sicd system was explanted and successfully replaced. No additional adverse patient effects were reported. This product has not returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an untreated episode that appeared to be oversensing of noisy signals. The patient reported moving furniture at the time of the episode. Technical services (ts) recommended testing in office. Subsequently this s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported. Additional information was received, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had received inappropriate shocks to oversensing. This sicd system had the therapy turned off and a life vest was put on the patient. This sicd system was explanted and successfully replaced. No additional adverse patient effects were reported. This product has not returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an untreated episode that appeared to be oversensing of noisy signals. The patient reported moving furniture at the time of the episode. Technical services (ts) recommended testing in office. Subsequently this s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported.